Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion.

Event description:
It was reported that premature battery depletion was suspected on the device. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.